Event description:
It was reported to boston scientific corporation that the pinnacle anterior/apical pelvic floor repair kit was implanted on (B)(6), 2011 via vertical incision. During this procedure, the patient also had a posterior repair without mesh, and a tot sling placed. The patient presented with suture extrusion on (B)(6) 2011. Reportedly, the extrusion was located at the posterior area of the midline incision, and originated from fixing the prosthesis to the uterine cervix. The physician opined that the suture extrusion was unrelated to the pinnacle device. The mesh was not trimmed, but the patient was treated with local antiseptics and local oestrogen for ten days. Reportedly, the patient has no relevant medical conditions that could have contributed to this event other than being a smoker, and the patient's current condition is fine.

Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit during a procedure (type and date unknown), the patient presented with erosion (date of onset unknown). Reportedly, the erosion was most probably due to the "pds suture to the neck" rather than the prosthesis. Additionally, the complainant reports that the patient's history of smoking is a factor of the erosion. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
(B)(6). The reported lot number, ml00000179, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Manufacturer narrative:
(B)(4)